Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site due to its location. Subsequently, surgical intervention was undertaken on (B)(6) 2016 during the current ipg was relocated to the patients' left side which resolved the issue. Stimulation was effective postoperatively.